Manufacturer narrative:
The device has not been received for analysis as of the date of this report. If any add'l relevant info is received; a supplemental MDR will be submitted.

Event description:
It was reported that during a lower extremity angioplasty procedure, the balloon "shredded." The lesion was located in the anterior tibial artery. Another MFR's guide wire was used and was not wiped down and was very tacky. The 5.0 x 20mm quantum maverick balloon was advanced on the guide wire outside of the touhy. The physician experienced difficulty advancing the balloon catheter over the guide wire. During an attempt to withdraw the catheter from the wire, the "balloon shredded." The quantum maverick monorail balloon catheter did not enter the patient's anatomy. The wire was wiped down and the physician completed the procedure with another of the same device.